Manufacturer narrative:
Additional information was received that there was no failure of the bag/vent switch or the inability to ventilate in either mode as initially reported. Unit continues to ventilate and alarms remain functional. This event is not reportable.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed top chassis was cracked. The top chassis was recommended for replacement, however the hospital has not decided to do the repair at this time.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.